Event description:
Litigation papers allege patient's hip pain continued to worsen considerably and significantly impair his ability to perform normal daily activities and even work. It is also alleged patient had increased metal ion levels.

Event description:
Litigation papers allege patients hip pain continued to worsen considerably and significantly impair his ability to perform normal daily activities and even work. It is also alleged patient had increased metal ion levels. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain and elevated cocr levels.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.